Manufacturer narrative:
Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for cracked tube was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of cracked tube was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode cracked tube. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use with 2 bd vacutainer® acd-a 1.5 ml blood collection tubes the tubes were cracked and the additive was leaking. The following information was provided by the initial reporter: customer ordered acd tubes a few months back but did not realized that one of the tube packs actually has some broken tubes and the tube additive is leaking everywhere within the plastic covering. They believe the packaging was not good enough to prevent impact to these glass tubes during transport.